Event description:
An independent sales agent alleges that there was a trestle screw breakage or back-out. The implant remains in pt. There was no revision surgery performed or scheduled.

Manufacturer narrative:
The incident cannot be confirmed since no lot number or part number has been provided. Patient's condition was not provided by the sales representative. Sales representatives were contacted on the following dates for info: on 01/21/2010; 01/26/2010; 02/01/10; 02/04/10. Add'l attempts will continue. MDR supplements to be provided upon receipt of add'l info.